Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the arm on our tibial nail advanced set was not securing to the handle as it should from a previous case. During inspection we found that the latches that secure the aiming arm to have been broken off. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm/ radiolucent was found to be broken from both of the hooks, fragments were not returned. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287, drawing se_728332) were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm/ radiolucent was unable to be performed due to post manufacturing damage and complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. A CAPA was created to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determined under that CAPA. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part # 03.043.029, lot # 2024218: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.